Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "maintenance required code #7" alarm (power supply fan failure) and was a loud noise from power supply fan. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the power supply (part #0014-00-0033e05). The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).